Manufacturer narrative:
The device is not distributed in the united states of america. It was related that 14-hole broad 4.5 ls plate was broken approximately 4 mounts after its implantation. The plate implantation surgery occurred on (B)(6) 2019 and the fractured plate removal surgery occurred on (B)(6) 2019 (approximately 4 months after the first surgery). No significant surgical delay or injury to the patient was reported. Documents and evidence were requested from the distributor, such as radiographic records (pre-operative, post-operative, follow-up, and failure), a medical report describing the occurrence and patient characteristics regarding this event, but we had no return, so they are unknown. DHR of this lot was analyzed with no faults, including raw material. Based on the available information, no corrective and/or preventive action was required. This event will be accounted for and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as applicable.

Event description:
Surgery performed on (B)(6) 2019. A 14-hole broad 4.5 ls plate was implanted. No complications were reported during the surgical procedure. Re operation due to pain reported by the patient on (B)(6) 2019. The plate was broken.